Manufacturer narrative:
Reported possible item number: 3260 is not a valid number. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the IV was leaking when they performed a test flush. The IV was flushed and noticed the leakage. It did not appear infiltrated or blown. Back tape was peeled to check insertion site and found plastic catheter barely sticking out of the arm and had separated from the metal piece on the IV. There was no medical intervention required. There was no patient or clinician injury associated with this occurrence.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.